Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was replaced due to eri battery status. The caller expressed dissatisfaction with the device longevity.